Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "iab rupture. Flushed the iab in the tray. Removed the iab back loaded on to the wire, placed iab thru the sheath and bloodcame out of central lumen and driveline". Additional information states that to continue therapy, the catheter was replaced. The second catheter was inserted into the same insertion site. No patient injury or consequence reported. The patient's current condition is reported as "critial".

Manufacturer narrative:
Qn # (B)(4).

Event description:
It was reported "iab rupture. Flushed the iab in the tray. Removed the iab back loaded on to the wire, placed iab thru the sheath and bloodcame out of central lumen and driveline". Additional information states that to continue therapy, the catheter was replaced. The second catheter was inserted into the same insertion site. No patient injury or consequence reported.